Event description:
The pt was implanted with a synchromed pump and catheter on 02/03/1999 for intrathecal infusion of baclofen to treat intractable spasticity related to cerebral palsy. The hcp states the pt's spasticity never decreased, although the test dose of baclofen had resulted in a decrease in the pt's spasticity. On 07/06/1999, the pump was explanted after it was discovered the rotor was not working. The device was returned to the MFR for analysis. Another synchromed pump was implanted and pt's spasticity is improved.